Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic reconstruction procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician deployed the device through the patient's right ligament for the first time, the dart detached from the suture and was left at the patient's body. Reportedly, the physician could not locate the detached dart. The procedure was completed with the same capio slim device and another suture. There is no known impact or consequence to patient. The patient's condition at the conclusion of the procedure was reported to be stable.